Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was removed on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their ins was not working to control their symptoms. The patient stated it was when they had diarrhea they could feel it down there, in the bottom of their rectum and it was not attached to the other part. They stated they wanted to get their ins removed and their reason for calling was to get assistance with finding a healthcare provider to remove it. They indicated they didn¿t have a current managing physician since their previous one moved. They stated that they had previously called and they were not successful in finding a healthcare provider to remove the ins. The patient stated the ins went off whenever it wanted to, when asked for clarification they stated they could be sitting on the couch and it just goes off. They were asked once more to clarify and they stated they could feel it like the stimulation was turned up too high. Physician listings were offered and the role of the manufacturer representative was reviewed. Additional information was received. The patient called back, they said they were looking for a doctor to remove the implant. Physician listings were provided verbally, the patient said that their car might not make it and it didn't have heat or air conditioning. They said their kid would have to take off work and they couldn't afford for them to do that. They were going to call their primary care doctor to see if they could recommend someone to remove it. They inquired about getting a lawyer. Additional information was received. Patient called back and said their healthcare provider needed a manufacturer representative to be there when the stimulator got removed. They were redirected to their healthcare provider to have them contact nas to have this set up. They mentioned it had to be removed by friday. Additional information was received. The patient called to see if they were good to have the implant removed on friday. Information about return of devices was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that when they sit on something hard or sit on the side of a chair not completely on the chair would lead to device going off by itself at times. The event has not been resolved. The "end of the system and has come loose from the device in their rectum." The patient was looking for a doctor that will take it out since the doctor that put in left the hospital. The patient does not have anyone to take care of her device since the doctor left. The patient stated she is 75 years old and have to wear ladies pull ups all the time , because they can't control their bowels, the device does not work it goes off on it on. The patient need a doctor to take it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins was hanging out of the butt and was not sure what to do and that they could not sit and have bowel movement. No falls or trauma was reported and patient confirmed the therapy was helping. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that the patient had osteoporosis, had fallen and broken their back on (B)(6)2019, and they needed an MRI of their neck. It was reported that the patient wanted their device taken out. It was stated that it had not worked since implant either, which conflicts with previously reported information. It was also reported that ¿the device goes off itself at times when they are sitting down and that does bother them.¿ it was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that there were times where they could not control their bowel and they would move and they could not control them. Patient further stated that the device had come loose from the thing that it was at their buttock and that when they are having bowel movement, they could feel it and that when they clean themselves off it hang out of their buttock in the skin around the buttock hole. No further complications were noted or anticipated